Manufacturer narrative:
The customer reported that the unit would not power up. The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the power pca resolved the issue.

Event description:
The customer reported that the unit would not power up.